Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 419688 lead implanted: 2009-07-07 ; 559453 lead implanted: (B)(6) 2009. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was cut, capped, and replaced. Additionally, it was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced. The high voltage coil of the rv lead is still in use. No patient complications have been reported as a result of this event.